Event description:
It was reported that a g2 filter was deployed, however, allegedly the legs did not open. The filter placement was being done on a patient who had been in the hospital for one week and was at risk for dvt and pe. The inner diameter of the vena cava was measured but not documented. The physician stated that it was less than 28mm and on images it appeared to be very tortuous. The physician removed the filter with a snare and put a new one in without incident or injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter was returned in a specimen cup. A power point with images was returned with the sample. The sample received was one g2 express filter in a specimen cup. Heat was applied to the filter and the filter took shape. All measurements taken of the filter were within specifications. Images of the filter deployment were reviewed. It appears that the filter may have been deployed in a side branch of the vena cava, possibly in the gonadal vein. However, without a cavagram with contrast it cannot be confirmed. The result of the investigation is inconclusive and the root cause is unknown. The current IFU (instructions for use): warnings: the g2 express filter is pre-loaded into the storage tube and is intended for single use only. Do not deploy the filter prior to proper positioning in the ivc, as the g2 express filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Position the retrieval hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. If the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc.